Manufacturer narrative:
(B)(4). System analysis/service repair: the laser console was returned to the manufacturer for further analysis. It was determined there was a damaged laser control board and a shorted cable harness from resonator control board to laser control board. Laser control board, cable assembly and q-sw driver were replaced. The resonator module was repaired. The system was tested and verified to meet specification.

Manufacturer narrative:
The smoke issue was determined to be from an internal cable assembly that has shorted and burnt multiple wires, per the photos received from the distributor.

Event description:
It was reported that "during the procedure, the smell of smoke occurred from the inside of the device and then the touch panel displayed an "error" the touch panel display had turned black finally. The power had not turned off so after tuning off the power, the procedure had been discontinued". No additional information provided. Patient outcome: there was no report of harm to the patient.